Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A CPAP device was returned to the manufacturer for service. During the evaluation, the device's foam was replaced due to preventative maintenance. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.